Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, and displacement test. Pump received with normal operating currents, no failed batt test alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing. Hardware low level failure alarm (variable 3) alarmed during self test and confirmed in pump history file due to a broken trace at u1 keypad assembly. Pump also received with cracked battery tube threads and cracked case behind the pump near the battery compartment.

Event description:
The customer reported via phone call that there was a crack over the battery compartment. The customer¿s blood glucose was 260 mg/dl. The customer stated that the insulin pump had battery failed alarm. The device will be returned for the analysis.